Event description:
It was reported that the pump's USB port was bent resulting in difficulties charging the pump, leading to the pump shutting off. Customer¿s blood glucose level was 535 mg/dL. Customer gave correction insulin by injection. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.